Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2006 and presented on (B)(6) 2016 with post lasik ectasia in both eyes (right eye less than left). It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye more than in right eye for the last year. Patient reported symptoms are not interfering with daily activities. It was reported that patient will likely have topography-computer assisted treatment with excimer laser as a secondary surgical intervention. Bcva from (B)(6) 2006: right eye pre-op 20/20 -5 x 0 x 0, left eye pre-op 20/20 -5.25 x -.25 x 23.